Manufacturer narrative:
Result - spindle bearing.

Event description:
It was reported by svc report that the right siderail will not lock in the up position. No pt involvement or adverse consequences are reported.